Event description:
Additional information received that the physician has received a replacement programming system.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
On (B)(4) 2013, the physician reported that he has been having problems with his programming system since september and has not received any new equipment. The physician stated that he wants the programming system replaced and reported that he is having problems with his handheld not holding a charge. As soon as it is unplugged from the power source the battery depletes. No unresolved non conformances were found during review of device history records.